Event description:
The customer's husband reported that the customer was hospitalized with a blood glucose reading of 1460 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.